Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report that approximately one month post-procedure, the patient died. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (60526u126, 60526u128) were implanted, reducing the mr to 1+. It was a normal case with some difficult imaging, but nothing out of the ordinary. On (B)(6) 2016, the patient died due to unknown causes. The clips were confirmed to be secure on the leaflets. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular (B)(6). The reviewer noted that the death of unknown cause was reported one month after a successful procedure with the notion that the clips were secured on the leaflets. Under these conditions, the death is unrelated to both the device and the procedure. Based on the information reviewed, a definitive cause for the reported patient effect of death could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.